Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5091951) on 13-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of complication associated with device ('complications') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criterion disability). At the time of the report, the complication associated with device outcome was unknown. The reporter considered complication associated with device to be related to essure. The seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5091951) on 13-jan-2020. The most recent information was received on 17-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of complication associated with device ('complications') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criterion disability). At the time of the report, the complication associated with device outcome was unknown. The reporter considered complication associated with device to be related to essure. The seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.